Event description:
New information received notes that the syncopal patient's lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of conductor fracture, clavicle crush, and noise problem were confirmed. As received, a complete lead was returned in two pieces. Final analysis found the reported event of noise to be isolated to the fractured outer coil in the clavicle crush region. All other damage noted to the lead body was consistent with occurring at time of procedure. No other anomalies were detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up, lead fracture due to clavicular crush was observed via venogram. Programming changes were made. The patient was stable and will continue to be monitored.